Event description:
It was reported the implantable neurostimulator (ins) had a short circuit that was causing the battery to drain more quickly. The ins had to be charged more than expected. It was reported the manufacturer representative programmed around the short and everything was fine but he hadn¿t heard from the patient again about the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).